Manufacturer narrative:
The reported malfunction was observed and attributed to a misprogrammed identification chip in the electrodes. Zoll medical has issued a voluntary recall, which has been reported to the food and drug administration's local district, to mitigate reports of this nature from reoccurring. At this time a recall number has not yet been assigned.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device inappropriately recognized these adult electrode pads as pediatric electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.